Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw broke at the screw head, this was the fourth screw insertion during the surgery. It was utilized with a ao matrix neuro system. The surgeon removed the broken screw and completed the operation by implanting another screw. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.